Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated causing cardiac tamponade and pericardial effusion. Pericardiocentesis was performed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.